Event description:
It was reported that the powersail balloon ruptured at 14 atm on the first inflation of post dilatation and the vessel went into a spasm and shut down. A new balloon catheter was used to access the vessel. Reportedly, the patient is doing well.